Event description:
A laser technician reported the laser would not fire after the surgeon stepped on the foot pedal and a wave card error message was displayed. They were unable to continue with the treatment card that had been used. The surgeon had to reprogram the laser with the patient's treatment plan, however this time, the same treatment card was successfully used. There was no patient harm reported and the patient was reported to be 'doing fine'.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).